Manufacturer narrative:
The device and ra lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements in both unipolar and bipolar configurations. Sensing had decreased. The device was reprogrammed to vvi-40, as the patient was paced less than 10 percent in the atrium. The physician planned to monitor the ra lead until the pacemaker was due for replacement and would revise the ra lead at that time. No adverse patient effects were reported.